Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that his first ins was replaced because it was "starting to show its age." The patient reported that the technician scanned his device and was "seeing things that indicated it was showing its age" and they said that the ins "probably needed to be replaced." The patient reported that they monitored it for a while before surgically replacing the ins. No further complications were reported.